Event description:
The customer reported regulator filament errors. No injury was reported.

Manufacturer narrative:
The ge service rep trouble shot the system and order parts. A snubber 70 amp fuse was blown. He replaced high voltage cable, x-ray tube, temp sensor and snubbers. The rep calibrated the x-ray tube. Check system operation by booting and making test fluoro exposures. System operates as intended.